Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The outer edges of the threads are deformed and there is biological debris clogging the interior of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the biosure screw was found slipped inside the patient, it did not stay fixed. The screw was removed. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).